Event description:
It was reported that the patient with this implantable brady lead exhibited high out of range pacing lead impedance measurements measuring greater than 3,000 ohms during a routine implant procedure. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The field representative confirmed the lead appeared to be damaged by excessive force when applying the sutures during the initial implant procedure. Subsequently, the lead was explanted and replaced. The lead is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 287mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high out of range pacing lead impedances were likely caused by the confirmed fracture.

Event description:
It was reported that the patient with this implantable brady lead exhibited high out of range pacing lead impedance measurements measuring greater than 3,000 ohms during a routine implant procedure. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The field representative confirmed the lead appeared to be damaged by excessive force when applying the sutures during the initial implant procedure. Subsequently, the lead was explanted and replaced. The lead is expected to be returned. No adverse patient effects were reported.